Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had locked keypad and could not get it unlocked. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the screen was not frozen by hitting the act button. Customer received failed battery test. Customer reported that failed battery test alarm will recur with each new battery inserted. The insulin pump will not be returned for analysis.